Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 560 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer woke up with high blood glucose reading because the insulin pump was not delivering insulin. Customer went to see their endocrinologist for medication. Customer states insulin pump buttons are not working. Insulin pump will be not returning for analysis.